Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate shock therapy due to atrial fibrillation (af) and rapid ventricular response (rvr). This device remains in service. No additional adverse patient effects were reported. Additional information was received that the patient reported that this ICD was touched by a programmer and subsequently the patient could no longer view device episodes after they were shocked multiple times. A boston scientific representative corrected the devices date and time. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate shock therapy due to atrial fibrillation (af) and rapid ventricular response (rvr). This device remains in service. No additional adverse patient effects were reported.